Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: underweight, crease fold, opening on bladder and opening on anterior. A visual and microscopic analysis was performed which identified: crease smooth opening on anterior and bladder and wear abrasion. Base on the device analysis the final assessment is: an opening crease smooth on anterior and bladder assessed as fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.